Event description:
Update: (B)(6) 2013 - sales rep reported revision procedure. There is no new information that would affect the outcome of the investigation.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; elevated cobalt and chromium levels; large fluid accumulation surrounding the left femur and lateral greater trochanteric region; allergic localized metal tissue reaction with white reactive fluid; cup had surrounding fibrous tissue with no bony ingrowth present; significant softness of the posterior capsular region and posterior acetabular rim. The information received does not change the MDR decision.

Event description:
Litigation papers allege, the patient suffers from extreme pain, discomfort, soreness, malaise, swelling, immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum and elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege the patient suffers from extreme pain, discomfort, soreness, malaise, swelling, immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum and elevated metal ion levels. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.